Event description:
It was reported that the patient had always felt the stimulation and it had controlled her symptoms until she hit the ins while holding a door open on (B)(6) 2013 and began leaking. The patient was program 2 at 2.5v and was not feeling stimulation. She tried to changed programs and could not feel stimulation on programs 1, 3 or 4, which all used to make her toes curl. The patient was able to feel stimulation on program 2 at 3.0v and planned to leave it on that program and amplitude and track her symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v748407, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).